Event description:
Reporter noted intermittent problems during phaco of hard lens. Posterior capsule tear occurred; fragments fell into posterior segment. Closed eye and referred pt to retinal surgeon for tppv next day. Conceled remaining cases. Follow-up noted eye is quiet now. Feels pt will recover well.